Event description:
It was reported that on (B)(6) 2021, the patient was admitted for sustained ventricular arrhythmia which needed direct current cardioversion or defibrillation and discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2022 when the patient underwent a routine heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.